Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "machine setup error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. Corrections: d, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient received magic 3 male intermittent catheter from these two lots were missing the gripper. The patient reported issues with lot#jugu0788, lot# juhp0797. Per additional information received via phone on 06sep2023, it was reported that the patient received magic 3 male intermittent catheter were missing the gripper.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient received magic 3 male intermittent catheter from these two lots were missing the gripper. The patient reported issues with lot#jugu0788, lot# juhp0797.